Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis, stent damage post deployment, ischemia and stemi occurred. An omega¿ 2.75x24mm bare metal stent was deployed in the mid to proximal right coronary artery (rca). This was post dilated using a 3.5mm post dilatation balloon. Medications received included clopidogrel and warfarin. Two weeks later the patient returned with ischemia, stemi and cardiogenic shock. The 2.75x24mm omega¿ stent had occluded due to stent thrombosis. A second percutaneous coronary intervention (pci) was carried out and the doctor placed a second omega¿ bare metal stent distal and overlapping with the initial stent. Medications were changed to ticagrelpor and asa. Two weeks after this second pci procedure, the patient returned with further ischemia and cardiogenic shock. A third pci procedure was carried out which showed the stented area to be thrombosed again. At this time the doctor looked back at the stent boost images from the first and second pci procedures and determined that the 2.75x24mm omega¿ stent had damage to the mid section of the stent and as such was providing reduced scaffolding in the area. A third non-bsc bare metal stent was placed inside the two omega¿ stents and deployed. There were no additional patient complications and the patient is now stable. This product is only ous approved but it is similar to an approved us device.